Event description:
It was reported that the device could not be interrogated with inductive telemetry. During subsequent follow-up, interrogation was successful. The patient was stable and there were no adverse consequences.